Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient presented with their pump that had an error alarm which, to the patient's memory, pertained to a pump malfunction. The patient reported that this was the second time the issue had occurred. No patient injury was reported.